Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 slide maker leaked approximately 10 to 15 ml mixture of blood, diluent and lh cleaner from the bottom. Customer reported that the leaked fluid was confined to the right drip tray. Customer reported that the reagent tank was not full. Customer reported that the unit would not make slides. Customer reported that there were also fluid detector fd6 errors. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the right drip tray was dried with no signs of a leak. The fse did observe signs of a possible overflow at the waste block under the probe and the area was cleaned. The fse cycled 20 plus samples with no signs of further leakage. The fse verified the repair and validated the system.